Event description:
Staff reported that when pump was turned on in order to set up an IV, the pump produced a white screen, an alarm sound and showed nvram access error. Another pump was obtained and successfully programmed for patient's IV. No patient involvement, no adverse reaction or need for medical intervention and no delay in therapy. No patient information provided by dept.====================== manufacturer response for general purpose IV pump, symbiq (per site reporter)======================test and investigation duplicated the complaint of "white screen software error, process name: nvramaccess" during testing. The device failed power on self test with white screen software error (process name: nvramaccess) and secondary alarm. The root cause was corrupted software.manufacturer re-downloaded the software.